Event description:
It was reported to philips that the allura xper fd10 system intermittently gave error messages and disabled the x-rays during surgery. The physician(s) communicated they continued the critical procedure with only exposure mode and they expressed that it was harmful as a lot of radiation is released. No further information regarding the harm was provided to date. An investigation into this complaint has been initiated by philips.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the issue occurred during a cardiac procedure, and there was no actual harm. A philips field service engineer (fse) inspected the system onsite, and review of system log files confirmed the reported issue. Log file analysis showed that the system gave warning messages indicating: ¿x-ray tube current out of range¿. The root cause was identified as microleakage of oil within the x-ray tube, triggering the ¿x-ray tube current out of range¿ messages and unavailability of x-ray functionality during fluoroscopy. To resolve the issue, the fse replaced the x-ray tube and performed necessary calibrations. The x-ray tube was returned for further analysis; however, no issues were identified upon analysis. After replacement of the x-ray tube and functional checks, the system was confirmed to be operating within specifications and returned to clinical use. To date, no further recurrence of this issue has been reported to philips. A new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario where the imaging functionality is still available and the procedure can be completed on the same system without any harm, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.